Event description:
Respiratory therapist found the flex tube disconnected on its own from the catheter. No patient harm. This is a recurring event at this facility. Multiple lots are affected. The manufacturer is aware and product has been returned.